Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rear panel connector of the subjected device has been smashed and several connectors were damaged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus for inspection, and the reportable malfunction was confirmed. However, a definitive root cause of the problem could not be established. Olympus will continue to monitor field performance for this device.